Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller states the left motor is squealing and stop. The provider states the chair will veer to the left due to the motor locking up.

Manufacturer narrative:
Additional/updated information was added to reflect the left motor/gearbox assembly being returned to the manufacturer for evaluation; however, it was unable to be tested due to shipping damage (cracked brake cap and skewed brake assembly with visual damage to the shipping box), so the complaint could not be verified.

Event description:
The caller states the left motor is squealing and stop. The provider states the chair will veer to the left due to the motor locking up.